Event description:
The nurse manager at hosp contacted baxter instrument services to report a system 1000 instrument with positive culture results. There was no pt injury or medical intervention. This facility has had similar incidents in the past that resulted in a reportable event, consequently this report is also being submitted.

Manufacturer narrative:
A baxter field svc engineer disinfected the incoming water line to the instrument. The nurse manager waived the functional checks for the instrument, and the instrument was returned to svc.